Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a no motor movement or negligible movement, retries to free a stuck motor failed error alarm and occlusion alarm. The customer's blood glucose level was 8.2 mmol/l. The customer reported that they were not able to rewind the insulin pump. The customer stated that the insulin pump failed the displacement test but passed the self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received error 38 during rewind due to corroded motor home switch. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due or verify no delivery alarm/occlusion alarm due to pump error 38. Device tested outside the pump and received pump error 38 at rewind.